Event description:
MFR received an implant warranty card indicating that the pt's generator had been replaced due to end of svc. Add'l info received from the pt's treating physician indicated that the pt had "three grand major seizures" and that prior to the vns, "she only had major, only when she had some type of infectious process." Pt underwent generator replacement surgery. Attempts have been unsuccessful to date to obtain the explanted generator for product analysis.

Manufacturer narrative:
Device malfunction is suspected.